Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection using a microscope, a tear was found in the film. This kind of damage could have several causes: the pump door is sharp and closes unexpectedly during set up, stress and strain on the film during the teach pump when the mushroom head is fully extended against the cassette dome (especially with a large misalignment between the cassette and pump), a finishing problem due to a sharp point created or the cassette having mechanical damage, or shipping/transportation damages to the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the investigation findings, the complaint was confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak behind the cassette door on the black pumps of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid discovered in the pump module area. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient completed treatment on an old cycler that had not yet been returned. The pdrn confirmed the patient has continued treatments on their current cycler. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak behind the cassette door on the black pumps of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid discovered in the pump module area. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient completed treatment on an old cycler that had not yet been returned. The pdrn confirmed the patient has continued treatments on their current cycler. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak behind the cassette door on the black pumps of their cycler, during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.